Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was intermittently blank. The system was rebooted, and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He rebooted the system several times and reset the cables without issue. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.